Manufacturer narrative:
A visual inspection was performed on the returned device. The reported needle to cuff miss and break were confirmed. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported IFU violation appears to not be related to the reported difficulties therefor a letter is not required. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported needle to cuff miss, break, difficult to remove, and subsequent treatment appears to be related to circumstances of the procedure. In this case it appears that a needle to cuff miss occurred damaging the anterior needle and causing the cuff tab separation. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported cuff miss. The account was notified of the cuff tab separation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 - improper or incorrect procedure or method -incorrect removal.

Event description:
Subsequent to the initially filed report, the following information was received: device return analysis revealed a guide break. Follow-up with the account revealed that there was resistance noted during removal of the prostyle device from the anatomy. The device was removed by moving it forward and backward. A guide break occurred during removal of the prostyle device from the anatomy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the right common femoral artery using a prostyle device after a percutaneous coronary interventional procedure. Reportedly, after needle deployment, the plunger was pulled out but the suture could not be verified. A cuff miss occurred. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.